Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that an intermittent connection or missing r145 could be a probable, but unconfirmed cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review the device had not been in for service in the past twelve months and there was no indication the complaint was related to a previous service of the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during an error code with an alarm occurred. No patient injury was reported.